Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue. Reportedly, effective therapy was established post-operatively.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the patient's ipg has not worked in over a year, patient did not recharge the ipg as recommended. The ipg would no longer communicate with the patient programmer and charger. Surgical intervention is planned to address the issue.